Event description:
It was reported that during primary left knee surgery, the surgeon put in ps insert and it did not seat correctly. Sales rep gave surgeon another one and surgery was completed without any delays.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon ps insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned component indicates that the insert may have been obstructed posteriorly during the attempted seating and that the insert was at least partially assembled with the baseplate. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, the insert may have been obstructed posteriorly during the attempted seating and the insert was at least partially assembled with the baseplate. The damage observed on the part was caused by the user and would have rendered the component unusable.

Event description:
It was reported that during primary left knee surgery, the surgeon put in ps insert and it did not seat correctly. Sales rep gave surgeon another one and surgery was completed without any delays.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.